Manufacturer narrative:
Concomitant products: product ID: 355031, lot# n465978, product type: screening device. Product ID: 3708120, serial# (B)(4), product type: extension. Product ID: 3708120, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 355031, lot# n465978, product type: screening device. Product ID: 3708120, serial# (B)(4), product type: extension. Product ID: 3708120, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. Analysis of the extensions ((B)(4)) found no anomalies. The returned screening cable and extensions were tested with a known good lead and ens. The screening cable was connected to the ens. The lead proximal ends were connected to the extensions, while the lead distal ends were placed in a 0.9% saline solution. Using a clinician programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Event description:
The health care provider (hcp) via a manufacturer representative reported that impedance testing of the patient's lead with a 40cm extension and snap lead cable found impedances were 20,000 ohms. The lead was then reconnected and the impedances were measured again, however there was no change. The impedances continued to remain at 20,000 ohms even after replacing the snap lead cable. However, when the lead was measured directly, it was reported that all electrode impedances were less than 1000 ohms with no anomalies. At this time, a new 20cm extension was tested, however the impedances again tested at 20,000 ohms. The extension and lead were reconnected numerous times with no change in the measured impedance value. There continued to be no change in impedances when the torque range part of the [extension] was replaced with a new one. A new 40cm was tested; however the impedances remained at 20,000 ohms so the snap lead cable slot was changed. Finally, another 20cm extension was tested, at which time the measured impedance of all of the electrodes was less than 1000 ohms with no anomalies. It was stated that since five of the eight electrode impedance values were less than 1000 ohms, the operation was completed. The day after the operation, a stimulating test using a multi-lead cable was performed and confirmed that stimulation was triggered at all electrodes. It was noted the patient's threshold was low so the patient's physician decided not to perform an impedance test at that time. There were no health hazards to the patient as a result of the event. Furthermore, it was stated the patient had no injury and no health damage due to the event. "No issues were found with the multi-lead cable" and "it was the only product that functioned normally." The cable was noted to have been discarded following the test period.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.